Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed astral support representative was able to trouble shoot the issue with the customer over a phone. The reported fault was due to the customer using an incorrect power supply unit cable with the astral power supply. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. The device was not in use when the fault occurred; therefore, there was no patient involvement.